Event description:
It was reported to philips that the device battery (18149-0093-p) failed to charge. Furthermore, the customer attempted to increase the capacity of the battery without success. The li-ion battery pack was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed. The technician pressed the fuel gauge (battery capacity) button on the battery but none of the led indicators illuminated suggesting the battery was either completely depleted or faulty. Troubleshooting was conducted and it was found that the safety fuse, f1, was open. Upon conclusion of the analysis, the reported problem was verified and the battery was found to be defective.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?"/"date returned to manuf.", section h3 "device eval. By manufacturer?", and section h6 "method" to coincide with the product return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device battery (18149-0093-p) failed to charge. Furthermore, the customer attempted to increase the capacity of the battery without success.